Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10 of the initial report. Within the initial, it was stated the reported issue ('green lines in image') was not confirmed during evaluation. However, it was confirmed during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cable unit has been damaged, causing the cable inside to break, causing noises to appear on the screen and no image being produced as a result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of green lines in the picture was not confirmed. The device evaluation found a noisy image, a worn coupler unit that could not be locked smoothly, and a worn button. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had green lines in the picture. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: noisy image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.